Event description:
During routine check of lead impedence implantable cardioverter from defibrillator using programmer, the operator felt a strong shock during the second check and the pt indicated it felt as if the implanted defibrillator had discharged. No adverse effects were noted by either individual.